Manufacturer narrative:
Cmpl- (B)(4). Diabetes mellitus is a known cause of hyperglycemia. Medical device problem code - 3191. Patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box was reported. The sensor was inserted into the abdomen on (B)(6) 2023. Approximately on (B)(6) 2023 the patient changed the sensor, due to the error message. The continuous glucose monitor reading prior to sensor error was not documented. She does not own a glucometer. The new sensor displayed high. While the patient experienced polydipsia and malaise. She tried to treat the high cgm reading with insulin. She presented it to the emergency department with the parents, because the readings continued to be high. There, the blood glucose was 683 mg/dl. And the patient was treated with novolog and an IV drip. At the time of the report, the patient was in the hospital awaiting diagnostic test result, but was feeling better. Due diligence to contact the patient by technical support for more information was unsuccessful. There was no documentation of further medical intervention. Data was provided for investigation. The problem of or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.